Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Test strips not returned for eval. Most likely underlying root cause of malfunction. Test strip issue.

Event description:
Consumer complaint of blood results reading of "lo.". Customer states that he feels well and requires no medical attention. Customer's expected blood results are 115-130 mg/dl fasting. Verified the strips expire 07/27/2017. Customer confirms the strips are stored properly and were first opened (B)(6) 2015. Customer performed back to back blood test, 252 mg/dl and 264 mg/dl fasting. Reviewed meter memory: 164 mg/dl, (B)(6) 2015, 08:00 am, fasting: yes; 153 mg/dl, (B)(6) 2015, 08:00 am, fasting: yes; 166 mg/d,l (B)(6) 2015, 08:00 am, fasting: yes; 177 mg/dl, (B)(6) 2015, 08:00 am, fasting: yes; 173 mg/dl, (B)(6) 2015, 08:00 am, fasting: yes. No adverse event reported.